Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited pacing failure, increase of thresholds, unstable thresholds and dislodgement. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.